Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and the patient via the rep. The rep replied on 2021-(B)(6) that they had reached out to the patient to see how things were going and noted they would respond with an update when they heard back. The rep replied on 2021-(B)(6) that they had heard from the patient via text the morning before (2021-(B)(6)the text from the patient read as such: ¿thank you so much for checking in.¿ the patient continued that ¿yes,¿ they continued to have shock/pain in their hip and leg, however not as frequently. The patient stated it happened about once a week and noted that when it did, they literally massaged the manufacturer company ¿unit¿ itself for about a minute and the pain would subside and within 5 minutes, the pain was gone. The patient stated that this indicated to them that ¿it is the cause.¿ the patient continued ¿but, I¿m learning to live with it.¿ the patient stated that urination did seem to be improved at their current setting so for now, they were ¿good.¿ the patient stated ¿thank you again for helping me. I really do appreciate you.¿ the rep stated that they were going to see the patient ¿s health care professional (hcp) the following day (2021-(B)(6)) to let them know the new information. The rep stated that during their programming appointment, their impedances were good after increasing the amplitude and pulse width.

Manufacturer narrative:
Date of event: date is approximate. Concomitant products: product ID: 978b128, lot#: va2842u, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient left a message for hcp about hip pain and uncontrollable bladder symptoms. No further complications were reported at this time. The rep called and reported they had taken impedances and case combinations were all fine, but several electrode combinations were >4000. It was reviewed to retake at an increased level. The patient also reported sporadic pain at the hip and into the leg. They reported they did have the stimulation up too high, but they thought this pain was different. They reported the pain when away when stimulation was turned off or if they rubbed right the area, just below the pocket, while stimulation was on. Additional information was received from a manufacturer representative (rep). The rep reported that they presented since they were having hip pain that started in june. They stated the pain was almost a jolt and they wouldn't be able to lift their leg. They stated if they rubbed the area, it would start to feel better. They stated it would happen every couple of days. They had pain again and called the manufacturer who instructed them to turn the device off for a week, so they turned it off on monday 7/12 and turned it back on on friday 7/16. During that period of time they did not have any pain, so they turned it back off on saturday 7/17 because of pain. They stated they had both hips replaced in 2000 and 2001. They also mentioned when they turned the device back on they felt a brief episode of stimulation by their pocket, which immediately went away. During the device check the rep made sure the case was not turned on all of the impedances were good, they presented and showed up on program 1 at 3.2, the following thresholds were listed: p1-3.0 p2-1.4 perineum p3- 2.0 perineum/low buttock p4-2.5 perineum/low buttock the patient was assisted with changing stimulation to program 2 at 1.4 and a call was set up for 7/28 to see how everything was going.